Manufacturer narrative:
The pump was received with intermittent button response due to the keypad connector on the lcd board being unlocked. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked belt clip slot at the battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 527 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 527 mg/dl. The customer stated the keypad is unresponsive. The customer stated that she had sweat and pump had it in the bra. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.